Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: fluid (377.94) leak test and microscopic analysis was performed which identified: device no leak, creases fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device, and wrinkles are observed but have no relationship with manufacturing. The reason for reoperation: deflation and "rippling." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "rippling." Device has been explanted.